Event description:
User facility reports one incident of a tear in the arterial bloodline tubing which caused separation between the tubing and connector. This incident occurred 1.5 hrs into hemodialysis treatment. Due to potential for contamination the blood in the extracorporeal circuit was discarded resulting in ebl - 200-250 cc. A new bloodline and dialyzer were set up to continue treatment; no pt injury or need for medical intervention is reported. MDR is filed for blood loss only.